Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the ipg was found to be depleted as high power is used. Surgical intervention was undertaken wherein the ipg was replaced and therapy restored.

Event description:
It was reported that patient pc was displaying "replace generator soon" message. No further information is known at this time.

Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.